Manufacturer narrative:
A ge service representative performed an onsite investigation. The system systems interface pcb and video controller pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer reported an issue with the screen display. Fse clarified the system would not boot up. The fse determined the cause of the problem to be poor connections of the system interface and video controller pcbs which caused a loss of the frame sync signal. Pcb and cable connections transfer power and signals through the system's many components and are crucial to the operation of the system. Connections will become poor over time from oxidation or vibrations making them loose. The loss of the communication signal caused the no boot. Fse reseated the pcbs to restore system functions. Based on age of the system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.